Manufacturer narrative:
This device has an UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown); after removing the electrode pads, a skin blister/tear was found on the patient. Complainant indicated that the patient sustained a sternal skin tear. No further information was available.